Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges waking up with headaches and does not think the pressure on the device is correct. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The patient additionally reported the lid on the device was broken. The patient reported the method of cleaning the device by using alcohol to clean the tube every 4-5 days, and the chamber was cleaned with hypoallergenic soap every 4-5 day. The patient was advised of the proper device cleaning method the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.